Event description:
No additional information was received, please see d10, h6 & h11.

Manufacturer narrative:
H11: a search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated¿with the use of the device. Investigation findings items returned for evaluation: implant items not returned for evaluation: pusher introducer shrink lock dispenser hoop microcatheter v-grip the visual analysis of the returned items found the implant coils stretched from the proximal end to the middle section and separated from the pusher . The pusher was not returned for evaluation. The investigation found the implant's monofilament at the tie knot to be broken, which indicates that the device experienced a tensile break. Investigation conclusion the investigation of the returned coil system found the implant coils stretched from the proximal end to the middle section and separated from the pusher. The pusher was not returned for evaluation. The investigation found that the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant but stretching is consistent with the device experiencing retraction forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged premature separation and event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported the coil was used during an evar. During delivery of the coil to the internal iliac artery via a competitor¿s catheter, the implant detached unintentionally in the catheter. The coil was not used and a new coil of the same specifications was used to continue the procedure. Subsequently, the procedure was completed successfully with no patient health damage.